Event description:
It was reported by the customer that this event involved a female patient via neck insertion for an interscalene block. After inserting the catheter, the physician was going to inject medication though the stimucath. While inserting, he notice there was a hole in the lower 1/3 section of the catheter . The drugs began to squirt out of the catheter. As a result, the physician removed the catheter and inserted another device for a successful block. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.